Event description:
It was reported that the device was at end of life (eol) and was unable to be interrogated. The device had no telemetry or magnet response. It was noted that the patient had not been seen in the clinic for two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).